Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to infection at ins site. Diagnostic results were updated to include presence of inflammation and laboratory testing which indicated crp 22.9 mg/l. Etiology was updated to not related to device/therapy and related to implant procedure/surgery/anesthesia. No further complications are anticipated.

Manufacturer narrative:
Estimated age at time of event based on age at study baseline and event date. Patient weight at study baseline. Serial number updated as initial serial number reported to medtronic was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced wound dehiscence at the left infraclavicular ins site, with no infection. Diagnostic methods included examination. Interventions included explanting and not replacing the ins on (B)(6) 2018, administration of dalacine, ER visit, and in-patient/prolonged hospitalization. Etiology was noted to be related to device/therapy and not related to procedure. The outcome was stated to be ongoing. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown_ext lot# serial# unknown; implanted: explanted: (B)(6) 2019. Product type: extension ;product ID neu_unknown_ext lot# serial# unknown; implanted: explanted: (B)(6) 2019. Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of the clinical study. The event was considered resolved without sequelae on (B)(6) 2019. Other surgical intervention occurred (B)(6) 2019 to implant new ins and reposition it in the abdominal region. The extensions were also replaced and repositioned due to the new ins location.